Event description:
A malfunction was reported on the customer's pump, identified by the malf 12 code, with no significant prior events leading to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.